Manufacturer narrative:
During the eval of the device at the manufacturer's service center, "service required" were found in the ventilator's downloaded error log. The device's system board and power management board were replaced to address the issues.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.